Event description:
It was reported that approximately 20 months post 2.75 x28mm promus stent implantation in the distal right coronary artery, the patient experienced angina, electrocardiogram changes and elevated troponin levels, diagnosed as a myocardial infarction. The patient was taken to the cath lab where the stent was noted to be occluded. A non-abbott stent was implanted to treat the occlusion. There was no adverse sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, occlusion, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. There were no reported product deficiencies. The reported patient effects of angina, occlusion and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause cannot be determined, this incident contained patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.